Manufacturer narrative:
(B)(4).

Event description:
Information was received from a company representative regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. It was reported there was a power on reset (por) message and therapy had stopped. There were no trauma/falls that could be related. It was an informational por message. The patient had a sudden return of symptoms. They turned therapy back on and the therapy was adequate. The patient was sitting in a chair at the time of event. Further follow-up was being conducted to determine what the cause of the por was, what troubleshooting was performed and what actions/interventions were taken to resolve the issue. If additional information is received, a supplemental report will be submitted.